Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded. Multiple attempts were made to gather add'l info from the customer. To date, no add'l info has been received. If add'l pertinent info becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that the pt was shocked four times and on the fourth time, the full shock did not register.